Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the leadless pacemaker exhibited loss of capture and sensing. Chest x-ray imaging was performed, and it was noted that the device had dislodged and migrated to the pulmonary atrial branch. The patient presented for a device retrieval procedure; however, the physician was unable to retrieve the device, and it was abandoned in place. The device was deactivated. The patient condition was stable.